Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.there have been no other complaints reported in the lot number.attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A medwatch report was received reporting that during an intraocular lens (iol) implant procedure, upon implanting the lens both of the haptics broke off while in the cartridge. The incision was enlarged to remove the lens. After removing the lens, iridodialysis was noted. A backup lens was implanted successfully. Additional information was requested.

Manufacturer narrative:
The product was not returned. Only the lot number was provided. The serial number is unknown. Product history records were reviewed for the lot and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. (B)(4).